Manufacturer narrative:
The customer's glidescope spectrum qc eco hyperangle s4 blade was returned to verathon for evaluation. A verathon technical service representative evaluated the device and confirmed the reported issue of no light illumination. When connected to verathon's test equipment, the blade's camera produced an image as intended; however, the light-emitting-diode (led) failed to illuminate. The blade failed verathon's device functionality testing. Review of complaint history for the reported device did not identify any previous complaints reported to verathon for the same failure mode. Trending analysis for glidescope spectrum qc eco blades does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Upon completion of verathon's device evaluation, the blade was sent to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported the light failed to illuminate when using a glidescope spectrum qc eco hyperangle s4, non-sterile blade during an intubation procedure. It was further reported that the light failure was identified when the blade was introduced into the patient's mouth. The blade was exchanged and the procedure continued uneventfully using a replacement blade. No delay in procedure or harm to the patient was reported.